Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that their stimulator kept telling them to call their hcp. Patient stated they called their hcp. Patient reported that it was supposed to work when they laid down without turning it down but it does not. Patient stated it kept acting up at the weirdest times. Patient stated cause was not determine and that this stimulator stuck out. Patient reported they have had trouble since it was put in (B)(6) 2017.

Manufacturer narrative:
Adverse event or problem: a correction was made. The event was both an adverse event and product problem. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2019-feb-05. It was reported that the patient met with their healthcare professional (hcp) on (B)(6) 2019 and in the end, the device seemed to be working better. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported the patient's stimulator was not working. Patient reported they were having problems with it. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2019. The patient stated that their ins has not been working since they had it implanted. It is making their leg go bananas and it is not helping with their pain. It is getting to them now. They tried decreasing the stimulation but that has not helped. The healthcare professional (hcp) told them to get in touch with a manufacture representative (rep). Patient services redirected the patient back to their hcp and also sent an email to local reps. A rep responded on (B)(6) 2019 indicating that they would contact the patient to set up a time to reprogram. No further complications were reported/are anticipated.